Event description:
Info received indicates the end luer lock on the catheter connection cracked and medication leaked all over pt.

Manufacturer narrative:
The device has been received but the investigation is not complete. A follow up report will be filed when more info is available.